Event description:
It was reported that during a colonoscopy, while performing a polypectomy, the loop of the ligating device was unable to detach, and the cannula/deployment device was unable to be withdrawn after the device was deployed. The slider located on the device handle could not move forward or backward. The operating wire had to be cut to remove the device from the patient/scope. The hot snare was required to remove the stuck polyp loop. The scope was removed and reinserted. An endoscopic submucosal dissection was performed to complete the procedure. In addition, it was reported that the lesion was a 30 mm pedunculated polyp on a stalk located in the sigmoid colon. The procedure was delayed for about 75 minutes, and the patient was under general anesthesia with propofol. The patient remained hemodynamically stable and was admitted to the hospital for observation due to the length of the procedure time and extensive polypectomy to ensure no bleeding. The patient was discharged in stable condition. This report is 1 of 2.